Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report peritonitis caused by a break in aseptic technique coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. The patient was treated with amikacin (250mg, bd) and reflin (500mg, per day, od). Four days after hospital admission the patient was discharged from the hospital. On an unreported date, the patient recovered. The patient was retrained on proper aseptic technique. No additional information was available at the time of this report.